Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the up, down, and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2017 with the following findings: during investigation, no evidence of a thinning keypad was found. The up arrow, down arrow, and ok keypad buttons were under responsive. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the keypad connector, the printed circuit board, and motor housing. The audio bolus button was unresponsive. The audio bolus button cover was removed to find no damage. The audio bolus button was unresponsive due to moisture in the pump.